Event description:
Customer reported via phone call of receiving a no delivery alarm. Customer reported of not being able to push air back into vial when filling reservoir. Customer also reported that display screen was scratched which made it hard to see the screen. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.